Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. However, the pump was received with intermittent button response due to a flattened esc, act and up button dome switches. No unlocked lcd keypad connector during visual inspection noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was failing. The patient's blood glucose at the time of incident was 17.0 mmol/l. They have experienced hyperglycemia for three days due to no delivery alarms. The customer changed the infusion set four times, changed the battery, and still received five no delivery alarms all night. The bolus history was inspected and there were missing boluses and alarms; some were recorded but not all. Troubleshooting was declined and it was confirmed that the pump was eligible for replacement. However, no products have been shipped or returned as of yet.